Event description:
It was reported that during the percutaneous transluminal angioplasty treatment procedure a balloon rupture occured. The 90% stenosed and calcified target lesion was located in the anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was used to predilate the target lesion. The balloon ruptured under rated burst pressure with unknown number of inflation. The procedure was completed with a different device. No complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).